Event description:
Event reported as, "patient had a vg band. She got pregnant two years later, and presented with a gastric volvulus and a strangulation of the band. An emergency laparoscopy of the band was done with a gastric reduction, and an explantation of the band." Follow-up findings: in physician's clinical opinion, the gastric volvulus was caused by the lap-band system. There was no complications with the fetus. Follow up findings: patient started vomiting and was dehydrated on ... At 30 weeks into pregnancy. Lap-band was deflated on ... With temporary improvement ... Emergency laparoscopy was done for gastric volvulus.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Obstruction is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addressed the reported events as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastric, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported outcome of pregnancy as follows: pregnancy: placement of the lap-band ap system is contraindicated for patients who currently are or may be pregnant. Patients who become pregnant after band placement may require deflation of their bands.